Event description:
In 2008, the lay/user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an error message but she was unable to recall the exact error message. The medical affairs specialist (mas) was unable to reach the pt by phone since the pt did not provide a phone number. The following info was obtained from the customer care advocate's (cca) documentation. The pt stated that the error message started "about 2-3 weeks ago." As a result of the error message, she reportedly did not make any changes to her diabetes care regimen; however, she claimed that she became thirsty after the error message started. She was unable to report if she received any medical intervention as a result of the reported issue. The pt had tested on her backup meter but was unable to recall the result(s). The customer care advocate (cca) went through troubleshooting with the pt and was unable to resolve the reported issue. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms suggestive of hyperglycemia after obtaining the error messages. In addition, the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.